Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 489 mg/dl. The customer also reported a motor error alarm after exposing the insulin pump to a CT scan. Troubleshooting was performed, and the insulin pump passed the displacement and self tests. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.